Event description:
It was reported that on (B)(6) 2024, a 35mm amplatzer cribriform occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, the left disk was bulbus and the left disk was not laying flat. Device was removed from the patient prior to released from the cable and tried outside the patient body and it was still not looking flat. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a new 35mm amplatzer cribriform occluder that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications based on the information received, the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.